Event description:
The customer contact reported an adverse event following the use of the device. The device was filled with an unspecified volume of "high dose" hydromorphone. It was reported that following patient use, while the nurse was attempting to waste the remaining drug, the device cracked. The customer contact stated the nurse was sprayed in the face and eyes. The nurse's eyes were irrigated with 1l of solution in the emergency room. The nurse was diagnosed with a corneal abrasion. There were no reported adverse sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.